Manufacturer narrative:
Device was used for treatment, not diagnosis. Device used in a veterinary case - no patient information will be reported. Unknown. The plate may have broken between (B)(6) 2016. Common device name: not applicable - implant for veterinary use only. (B)(6). The 510(k): veterinary use only. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report synthes europe reported a veterinary event in (B)(6) as follows: it was reported that revision surgery was performed on (B)(6) 2016 due to a broken 2.0mm locking compression plate (lcp). The canine patient was initially implanted with the lcp and an unknown quantity of 2.0mm locking screws on (B)(6) 2016 to treat a radius-cubitus, 1/3 distal right fracture. A protection bandage had been placed immediately after intervention and rigorous restraint was maintained. The dog reportedly did not come out of its enclosure. The points were removed 15 days later. The wound was reportedly "perfect" at this time. A radio (x-ray) control was performed on (B)(6) 2016. The protection bandage was then removed. The dog still does not come out of this enclosure and remains confined. On (B)(6) 2016 the dog was brought in to the veterinarian and it was discovered that the plate was broken at the level of the fracture line and that the fracture had not healed. The plate reportedly broke while the dog was walking. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A manufacturing investigation was performed for the subject device (2.0mm lcp notched head t-plate 2h head/7h shaft/54mm, part number vp4312.07, lot number 9692287). The subject device was returned in packing different from the original non-sterile packaging. The etching on the returned device matches the information provided in the complaint system and the device history record. The plate is broken at the level of hole b and damaged at the level of holes a and c. There were no visual manufacturing-related defects observed. As previously reported, a review of the device history records for the associated lot showed there were not issues during the manufacture of the product or its raw material that would contribute to the complaint condition. The returned part was inspected for all the features pertinent to the complaint condition. The plate is broken at level of the hole referred as hole b on the analysis report and visually damaged at level of hole a and c in order to confirm the conformity of the features of the damaged holes, the 4 closest holes in the fractured area (referred as holes d, e, f, g in the analysis report) have been inspected and their features found were to be conforming to specifications. Since all the plate holes are manufactured using the same cnc program, parameters and tools (repeated features) it was concluded that the features of the damaged holes were also conforming to the specifications. Considering that all relevant measurable product features meet specification and no visual defects manufacturing related have been identified on returned item, the conclusion of the product investigation is that the returned part is conforming from a manufacturing perspective. Based on the investigation results, the complaint condition was confirmed but was determined not to be related to manufacturing. A root cause was not identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.